Event description:
Distributor reports via e-mail that during incoming product inspection they found the sealing is incomplete. Part of the tyvek sheet is taped, and the taped part is not sealed. Three syringes have this problem. Potential risk for injury.

Manufacturer narrative:
Manufacturing investigation pending arrival of product from customer. Upon receipt of product, an investigation will be performed and a medwatch supplemental report will be submitted.